Event description:
A caller reported a cartridge alarm 20 during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to wait until prompted during the load process to remove the used cartridge, and successfully loaded a new cartridge with insulin, resuming insulin therapy. The issue was resolved.